Manufacturer narrative:
Consumer complained that upon removal string fell off. Stated on phone she went to hospital for removal. Did not or would not supply info from hospital. Did not want replacement or refund.

Event description:
Consumer: upon attempt to remove tampon, string broke leaving tampon inside vagina. Upon phone discussion consumer stated she went to hospital to have tampon removed. She did not feel ill nor did she get ill as a result of incident.